Event description:
It was reported that while placing the device in a 99% stenosis in the circumflex, the stent strut was observed to be flared and the stent had shifted on the balloon. An attempt was made to retract the device into the guiding catheter and the stent separated from the balloon. A snare was used to successfully retrieve the stent from the pt.